Event description:
Since non union was confirmed at l5/s after t12-s2ai instrumentation surgery, the reoperation was conducted on feb 6, 2015. During surgery, the implanted screw (8x40mm) was removed and decompression was done. When trying to insert the screw (9x40mm), the surgeon experienced strong resistance and the tip of the driver got broken. The screw (9x40mm) was removed and another screw (9x35mm) was implanted instead. The surgeon completed the case with the broken driver tip left inside the implant. The procedure was extended for 20 minutes.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Manufacturer narrative:
Visual examination of the returned device revealed that the fracture was located at the driver¿s distal tip, the second half of the broken tip remained embedded in the screw. Device was then sent for fracture analysis. Fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the screwdriver¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.